Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. Customer does not use the sensor feature on the pump. Customer states they are able to complete the rewind sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no motor error or excessive no delivery alarm noted. The insulin pump motor passed the motor test also, passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was programmed using a test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the proper value on the display graph. Also, programmed using a test glucose meter, the insulin pump communicated properly and recorded the proper value from glucose meter. The low suspend feature is working properly. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and address serial number label missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.